Event description:
User facility reported that blood can accumulate in the space under the tubing luer lock. The user facility has anecdotally linked an increase in (B) (4) infections and usage of the suspect medical device. No further details were provided by the user facility.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.